Manufacturer narrative:
The device¿s return is anticipated but to date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit pressure was not maintaining. The issue was found during maintenance and there were no reports of patient harm.

Manufacturer narrative:
Updated fields: d9, h3, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device would not maintain pressure due to a faulty manifold unit. No other malfunctions were reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the low-pressure issue was due to faulty manifold. However, the specific cause of the damaged manifold was not established at this time. Olympus will continue to monitor field performance for this device.